Event description:
It was reported that a 41-year-old hispanic female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant and experienced capsular contracture; baker grade iii on her right side postoperatively. As a result, the patient is scheduled to undergo right breast capsulectomy with right implant replacement on (B)(6) 2022. No surgery is planned for the left side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii explantation date: (B)(6) 2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 27, 2022, mentor became aware that the patient also experienced bilateral ptosis in addition to right side capsular contracture; baker grade iii. Surgical intervention was performed on the left side and implant was re-inserted on (B)(6) 2022. This supplemental medwatch report is for the patient¿s right-sided device. Left side ptosis is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 24, 2022, mentor became aware that the order was placed for catalog number 3503504bc for the (B)(6) 2022 surgery. Manufacturer¿s reference number: (B)(4).